Event description:
As reported, during the aortic occlusion and cardioplegia delivery, a hole was found on the device (icf100) shaft causing the balloon deflation and not being occlusive any more. The origin of the damage on the shaft is not clear; might be related to the endoreturn introducer, er21b device. Following the damage of the first device, it was replaced by another intraclude. The procedure was delayed 15 mins to prepare a second device. The second intraclude showed at the end of the procedure a similar damage. This report is being submitted for the endoreturn device leading to the reported failure of the icf100

Manufacturer narrative:
The complaint is currently under investigation into root cause. The device was not retained by the hospital and is unavailable for product evaluation.

Manufacturer narrative:
Additional information: complaint referenced MDR submission of intraclude aortic device, report number 3008500478-2013-00476 & report number 3008500478-2013-00475. Evaluation: the device was not returned for evaluation but likely can be linked to the endoreturn product recall due to the noted damage of the intraclude aortic catheter. During the evaluation of other complaint units, it was found that the rounded edge y-arm connector was missing the bump. The root cause is that the supplier did not have the proper controls in place to assure that the change to the core pins that made the finished device were in place. A manufacturing defect is confirmed with the supplier. A product recall was initiated as a response to the endoreturn introducer. It is important to note that the customer never alleged a product defect with the endoreturn introducer; no visible defects would have been seen by the customer. Through investigation of the device, the nonconformance was noted. The complaint and MDR has been submitted under the intraclude device as this product did not perform as intended due to the nonconformance of the endoreturn introducer. Without this nonconformance, it is our belief the intraclude aortic (icf100) device would have functioned as intended. Trends will continue to be monitored through the edwards complaints system.